Event description:
It was reported the handpiece was performing intermittently during the case. The dr put a test tip on and it gave solid tones. They flashed another handpiece and proceeded to the conclusion of the case. The customer reported the case was delayed approx 45 mins due to the intermittent problem and the wait for processing of the second handpiece.